Manufacturer narrative:
Additional narrative: correction:the date returned to manufacturer was documented as november 12, 2018 on the initial report. This date has been updated to november 15, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor device had a hole/cut in the hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as november 15, 2018 on the initial report. This date has been updated to november 12, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: corrected data: it was inadvertently reported in the previous supplemental medwatch report that the reported condition that the forward and reverse rotation of the motor device switched automatically without changing the mode was confirmed. Also, during repair, it was determined that the motor device had a hole/cut in the hose. Subsequent investigation was performed and the investigation has been updated. The motor device was evaluated and the reported condition that the forward and reverse rotation of the motor device switched automatically without changing the mode was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cord of the device was damaged. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the forward and reverse rotation of the motor device switched automatically without changing the mode. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.